Event description:
An eye care practitioner has reported that a patient experienced a corneal ulcer at 12 o'clock position, associated with wear of focus night & day lenses. Wear history of 3-4 weeks continuous wear. Unknown if any eye care products were used by patient. Patient presented with pain, light sensitivity & watery discharge. Edema and trace cell & flare noted upon slit lamp exam . Staining over ulcer. No culture, biopsy or scraping performed. Medical notes not clear on how large ulcer was or if any infiltrates. Ciloxan prescribed. Event resolved with permanent scarring noted on the right area. Visual acuity prior to event 20/20, both eyes and after 20/25, both eyes. Patient refit into a different base or curve of night & day lenses with instructions to remove and clean lenses once a week. No further information is available at this time.